Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.